Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 96 mg/dl. Reportedly, the cartridge tubing was more bent than usual. The pump supplies were changed to address the issue.